Manufacturer narrative:
The affected sureshot targeter was returned and evaluated. Visual inspection of the returned targeter found several cuts on the cord. A functional evaluation was performed by connecting the sureshot targeter to the sureshot interface unit which could not confirm the stated failure. The device functions as intended. The sureshot targeter was recognized by the software. The review of the manufacturing records for the listed part did not reveal any deviation from the standard manufacturing processes. The device was manufactured in 2016, which suggests it has been in use for some time. The sureshot targeter is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. Our investigation found that an upgrade to the targeter has taken place. A second generation targeter has been released and is available for use. Please reference device 71692851 when replenishing. The device user manual is available, identifying pre-operative requirements for use and troubleshooting suggestions if needed. No additional actions are being taken at this time; however smith and nephew will continue to monitor for future complaints and investigate further as necessary.

Event description:
It was reported that the wire of the first sureshot was broken and no picture was shown. When connecting to the controller and the screw of another spare sureshot it was worn down and the targeter did not aim precisely. C-arm free hand locking was performed instead of using the sureshot device.